Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was showing some partial screen and sometimes blinks in terms of the actual screen. Blood glucose was 153 mg/dl. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was receive and powered up properly after battery installation. No missing segments or partial display noted. The device passed the self test and displacement test. The device was monitored and no missing segments or partial display noted during testing. (B)(4).